Event description:
The plate had snapped in half somewhere around the mid shaft. A lag screw placed through the joint separate to the plate and also backed out of position. A non-union had occurred at the fusion site. Removal simple ¿ revised with accumed plate and asnis lag screw. Op-1 used for non-union.

Manufacturer narrative:
Device will not be returned. If add¿l info is received it will be reported on a supplemental report.